Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the vessel sealing device's shaft snapped and was broken. As device was going through a trocar, then shaft broke prior to being activated on patient. No patient injury.

Manufacturer narrative:
Evaluation summary: one device were received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the shaft of the device was broken. All pieces were still attached. As device was going thru a trocar, then shaft broke prior to being activated on patient. The reported condition was confirmed. The investigation found the shaft of the device was broken. All pieces were still attached. This is indicative of the shaft being flexed too far. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the vessel sealing device's shaft snapped and was broken. As device was going through a trocar, then shaft broke prior to being activated on patient. No broke pieces fell into cavity or elsewhere. No patient injury.